Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis found that one device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was received with an ecr60w cartridge loaded on the device; it was noted to be unfired. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thoracic procedure, the device was just installed a couple of week ago in this account. The rep did not know the surgeon was going to using with device. The formal in-servicing was today. The note states- the staples stopped firing and two loads were wasted. It is unknown how the case was completed. No adverse consequences reported. No other details are available.